Manufacturer narrative:
Samples received: 1 unopened pack. Analysis and results: there are no previous complaints of this code/batch. (B)(4) units were manufactured and distributed in the market, there are no units in stock. Tested the needle attachment of the sample received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: although the results of the samples received fulfill the specifications of OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6) suture used in laparoscopy surgery detached from needle.